Manufacturer narrative:
(B)(4). Concomitant medical products: catalog# 113613, comprehensive primary stem 13mm micro, lot# 421430, catalog# 115370, comprehensive reverse tray co 44mm, lot# 676680, catalog# ep-115393, e1 44-36 standard humeral bearing, lot# 376840, catalog# 010000589, comprehensive reverse 25mm baseplate ha + adapter, lot# 457470, catalog# 115394, comprehensive reverse central 6.5x20mm st/rst, lot# 305970, catalog# 180553, comprehensive locking screw 3.5hex 4.75x30 st, lot# 641770, catalog# 180551, comprehensive locking screw 3.5hex 4.75x20 st, lot# 041430, catalog# 180552, comprehensive locking screw 3.5hex 4.75x25 st, lot# 571900. Foreign: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-03540, 0001825034-2018-03543, 0001825034-2018-03544, 0001825034-2018-03548. Product location unknown.

Event description:
It was reported that a patient underwent an initial reverse total shoulder arthroplasty. Subsequently, the patient was revised due to infection. The patient developed wound complications and culture p.acne infection. During revision surgeon revised the stem, tray, liner, glenosphere and taper, and completed the surgery by inserting antibiotic spacers.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.